Event description:
It was reported that the patient had presented to the ER while exhibiting bradycardia and presyncopal symptoms. An increase in capture threshold was found on the right ventricular lead. X-ray imaging revealed that a fracture had occurred. The lead was capped and replaced. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
(B)(4).